Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4)

Event description:
During the in-clinic follow-up on (B)(6) 2017, the following warning appeared: [62] "excessive charge time detected. Defibrillation system potentially ineffective". A manual charge time test was performed resulting in 16 seconds. The patient is followed with remote monitoring the physician is requesting a recommendation a soon as possible for this case.